Event description:
It was reported that during left ventricular (lv) lead implant procedure, due to patient anatomy the lead could not reach the target position and dislodged repeatedly. The lv was removed and replaced with a different lead. It was also reported that during implant of the atrial lead the threshold was always above 2 volts and sensing below 0.7milivolts. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.